Manufacturer narrative:
Investigation summary: customer returned (1) 1cc, 6mm, 31g syringe in an open poly bag from lot # 6347721. Customer states that the stopper separates from the plunger. The returned syringe was returned with the stopper separated from the plunger rod and stuck in the barrel. A review of the device history record was completed for batch# 6347721. All inspections and challenges were performed per the applicable operations qc specifications. There was one notification [200676623] noted for missing stopper. There was one notification [200677003] noted for dry barrels. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root cause: insufficient silicone in the barrel.

Event description:
It was reported that during use of the bd ultra-fine¿ insulin syringe the stopper separates from the plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ultra-fine¿ insulin syringe the stopper separates from the plunger.

Manufacturer narrative:
Common device name: insulin syringe.

Event description:
It was reported that during use of the bd ultra-fine¿ insulin syringe the stopper separates from the plunger.